Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia / she has had pressure after intercourse after intercourse since having her essure') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included yeast infection, endometriosis, chronic cervicitis, endocervical squamous metaplasia, metaplasia, umbilical hernia and abdominal adhesions. Concomitant products included metformin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: left: 1 coils, right: 2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. Product removal details added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia / she has had pressure after intercourse after intercourse since having her essure') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included yeast infection, endometriosis, chronic cervicitis, endocervical squamous metaplasia, metaplasia, umbilical hernia and abdominal adhesions. Concomitant products included metformin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: left: 1 coils, right: 2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.